Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No DHR review was possible since no lot number was provided. As per customer opinion, the infection is not product related ¿I don't think this was related to grafts¿. This complaint cannot be confirmed; no further evaluation is possible.

Event description:
A spine specialty lead reported that a duragen was used on a patient together with bovine pericardium dural graft and tisseal. The patient was reported to have gotten an infection. Upon exposing the grafts, there were holes in the bovine graft and it was paper thin which fell apart when being touched. Additional information received on (B)(6) 2018 indicated that the patient was doing well; she was already extubated, receiving intravenous (IV) antibiotics in the intensive care unit (ICU). The anatomic location of the surgery was left-sided infratentorial cerebral pontine angle tumor and the incision site was on the left suboccipital area behind the left ear. The first surgery was performed on (B)(6) 2018 at 09:13 am - 03:10 pm which was a craniotomy for tumor. Tisseal, bovine graft, and duragen was used. The skin was closed with monocryl. The second surgery was performed on (B)(6) 2018 at 07:49 pm - 08:48 pm which was a left suboccipital wound exploration, closure of durotomy, and removal of mesh plate. The skin was closed with nylon. The third surgery was performed on (B)(6) 2018 at 08:12 am - 10:17 am which was placement of lumbar drain, revision of left cranial suboccipital wound, and repair of dura. Tisseal, bovine graft, and duragen was used. The skin was closed with nylon. Additional information has been requested.